Event description:
The customer reported that on (B)(6) 2011 higher than expected ov monitor results were generated on a unicel dxi800 access immunoassay system for one patient's samples. The initial ov monitor result was above the normal reference range for the assay. The result was reported outside of the laboratory and questioned by a physician. Upon repeat testing, the result was lower but still elevated above the normal reference range. Collectively the results were outside of ov monitor labeled precision claims. A second sample was drawn from the patient and tested. The second sample's result was also above the normal reference range for the assay. The repeat result was reported outside of the laboratory and questioned by a physician. Upon repeat testing, the second sample's repeat result was lower but still elevated above the normal reference range. Collectively the second sample's results were outside of ov monitor labeled precision claims. The repeat results were regarded as valid as they fit the historical ov monitor results of the patient. There were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. The instrument assay quality control (qc) results were within the customer's established ranges during the timeframe of the event. The samples were collected in lithium heparin tubes. There were no sample related issues noted by the customer. No specific patient data was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on 11/23/2011 for this event. The field service engineer (fse) replaced all reagent pipettors, dispense probes, and aspirate probes. The fse then replaced the aspirate and dispense probe tubing after performing a aspirate and dispense tube routing modification. After completion of the necessary repairs, the fse performed a system check, high sensitivity system check and a quality assurance assessment which all yielded acceptable results. The instrument was then returned back into operation. A definitive root cause for this event has not been determined to date based on the supplied information.